Event description:
Information was received via the intermacs registry that this patient had a serious adverse event indicated as "neurological dysfunction" and "rehospitalization" on (B)(6) 2014. No further information regarding the events was provided; however, it is known that the patient was discharged from the hospital at an unknown date after the event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological is a known potential adverse events that may be associated with the use of the device as outlined in the instructions for use. The instructions for use further provides guidelines for optimal patient management including therapeutic anticoagulation guidelines. Based on this patient's history of previous neurological dysfunctions, it appears that clinical and/or pharmacological factors and patient comorbidities may have contributed to the event. Based on the lack of information, no conclusion can be made regarding the cause of the event or the relationship to the device or treatment; however, there was no report of any device performance issues. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device is still implanted.